Event description:
It was reported that a spectrum infusion pump failed the volume test (19-21 ml) with values of 21.052, 21.066, 21.25 in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed the volume test (19-21 ml) with values of 21.052, 21.066, 21.25" was reproduced. Evaluation sent the device for flow rate testing at a rate of 40ml/hr. Results are as followed: delivery rate of 40ml/hr. With a volume to be infused of 40 with a delivery result of 42.115 with error % of 5.2875 which is out of specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the pressure plate travel. The pressure plate travel required to be adjusted to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the event history log was reviewed on the customer reported date, 15-may-2025. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.